Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 524 mg/dl. The customer treated high blood glucose level with insulin pump. It was reported that reservoir had air bubbles. It was unknown whether auto mode feature was active or not. The insulin pump and reservoir both will not be returned for analysis.